Event description:
It was reported that the customer's insulin pump alarmed during the manual prime process. Advised that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device was cracked near the display window and had cracked screen glass. No further information was provided.